Event description:
It was reported that bearings on long drill attachment are loose and burr will no longer go down the shaft and back up drill set was used to complete the case. No patient injuries involved. Investigation results showed that the damage to the internal bearings were causing the issue.

Manufacturer narrative:
The reported device, used in treatment, was returned for further evaluation and a visual and functional evaluation was performed. Visual inspection of the long attachment found that the internal bearings have come loose or deteriorated to the point that they block the passage of the burs. Functional evaluation found that a bur could not be inserted through the long attachment because it was occluded. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure.